Event description:
On 01/21/1998 a call was rec'd stating, there was a slip on a pt which resulted in a laceration which required suturing. The pt was prone and mounted, when the surgeon started his incision the clamp slipped causing the laceration on the left side of the head. The surgeon put on another clamp but that one also slipped because there was a pressure sore on the pt's nose post operatively. The pt was unhappy about the laceration and checked out of the hosp the next day so post operative condition is not known.